Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device displayed an e5 error and was nicked. It was noted that e4 and e5 error codes both alert for a fault in the handpiece. Therefore, the reported condition was confirmed. It was determined that the nicks in the cord were from allowing the cord coming into contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device displayed an e4 error. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.